Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture, loss of sensing, and low pacing impedance were noted on the right atrial (ra) lead. The physician believes that the cause of the event was due to an unsecure connection of the ra lead to the header of the device. The ra lead was successfully repositioned and remains implanted. The patient was stable with no consequences.